Manufacturer narrative:
This event was determine to be additional information and is reported under MFR # 2916596-2021-04788.

Manufacturer narrative:
The known short to shield was reported under MFR # 2916596-2021-04788. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced low flow and pump stop alarms on (B)(6) 2021. The patient had a known short to shield and was connected to a grounded patient cable. The alarms resolved when the patient was switched to batteries and an ungrounded patient cable; the pump restarted. The patient did no experience any symptoms during this event. The log file captured the pump stop events at 1:22pm and the issue still appears to be a short to shield condition. It was recommended to continue using the batteries with the patient or to utilize the ungrounded patient cable. The patient is stable and on hospice care.